Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt reported that since they were implanted with their device, they've had issues with programming. Pt stated they were to their hcp's office 2 weeks after implant and said "they" didn't program them or anything and just sent them on their way. Pt mentioned they never had issues with their last device and now they're unable to use their intellis device because it wasn't programmed. Pt also mentioned their device only lasts about 3-4 days before needing to be charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  there was something not right with the patient's current ins since implant. The ins worked but the patient did not like the implant. The patient was programmed with adaptive stim with their first ins but the people the patient had for their current ins did not do anything for them. They just put the ins in and sent the patient home, so they had to figure things out on their own. They mentioned that sometimes if they laid down at night the stimulation would not go down and it would straighten the patient like a board if they weren't careful. The patient had just charged and turned their stim back on but it was not even on and when they were up and moving around the stim just started to come on. The current ins did not take as long to charge but did not hold a charge for 4-5 days when the old ins would last 2 weeks. The patient was redirected to their healthcare provider to further address the issue.